Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while clipping the blood vessel, the device could not fire and the clips fell out before the firing was completed. The clips disengage into the cavity of the patient and was retrieved. They replaced with another same device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the instrument above the tyvek lid. There was clips in the shaft. The lot number was displayed in the tyvek lid. No abnormalities were observed. The first instrument was partially applied with fourteen clips remaining. A partially formed clip was received taped to the blister packaging. The second instrument was partially applied with five clips remaining. Functionally; the first instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The second instrument was applied to appropriate test media. The instrument cycled without binding. The clip did not load properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing improvement was identified during product analysis. A definitive root cause could not be determined with regard to the reported condition. Excessive separation between the upper cartridge and the jaw sub assembly was observed. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.